Event description:
The customer reported a discordant falsely depressed microalbumin_2 (¿alb_2) patient sample result was obtained on the advia 1800 clinical chemistry system, serial number (s/n): (B)(6). It is unknown if the falsely depressed result was reported to the physician(s). The same sample (diluted) was reprocessed on the same advia 1800 clinical chemistry system (ca1291010961096). A higher result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed microalbumin_2 (¿alb_2) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed microalbumin_2 (alb_2) patient sample result obtained on an advia 1800 clinical chemistry system. Siemens healthineers has confirmed the potential for select lots not meeting the prozone effect claim in the instructions for use (IFU) on the advia® 1800 chemistry systems, advia® 2400 chemistry systems, and advia® chemistry xpt systems. Us customers were notified through an urgent medical device correction (umdc, letter achc24-05.a.us.chc) and ous customers were informed through urgent field safety notice (ufsn, letter achc24-05.a.ous.chc) titled ¿advia chemistry microalbumin_2 (¿alb_2) assay prozone effect¿. The communication was directed to all customers who received advia chemistry microalbumin_2 (alb_2) impacted lots informing them of the issue and providing instructions the customer must follow.